Manufacturer narrative:
Summary of evaluation: the evaluation could not be performed, as the device was returned to howmedica.

Event description:
X-rays allegedly revealed wear of the hip components. The hip was subsequently revised.